Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the pulse generator exhibited far r wave oversensing. Merlin.net transmission had confirmed the oversensing issue. The device was reprogrammed. All other electrical measurements were in range. The patient was in good condition.